Event description:
During surgery, after having torqued all 6 pedicle screws, a metal abrasion was found inspecting the site and the surgeon removed it using a forceps. The metal piece is maybe coming from screw threads, but the surgeon decided not to open all proper torqued pedicle screws since he was almost at the end of the surgery. For this reason, it is not possible to list a certain lot or reference. Ref MFR # 3005180920-2014-00002.